Manufacturer narrative:
(B)(4). Date sent 3/29/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a loop ileostomy closure, surgeon fired the device and no staples presented from the proximal/bottom end of the jaw. Therefore the ostomy remained partially open. Surgeon recognized immediately upon examining the staple line and oversewed the tissue to complete the closure. The surgery was delayed 2 minutes. Sewed the remaining tissue closed with suture, the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2024. D4: batch #682c20. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 682c20, and no non-conformances were identified.